Event description:
It was reported that the pt was implanted a inverse/reverse screw system, 4.5-24 on the right side on (B)(6) 2013. During impaction of the polyethylene liner a stable metaphyseal fracture occurred which was treated with circlage cable.

Manufacturer narrative:
The MFR did not receive devices for review as the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an mended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).